Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital policy. Should additional information become available in the future it will be reported in a supplemental report.

Event description:
It was reported that the patient slipped on floor and fractured at site of femoral knee component. The patient had a right knee revision surgery due to periprosthetic fracture. Everything removed.